Manufacturer narrative:
According to the report, bioglue (lot number not known) was used in an aortic dissection case for ascending aortic replacement. Bioglue was applied for obliteration of the false lumen and to the suture lines at both the proximal and distal anastomosis. Excellent hemostasis and false lumen obliteration were achieved; however, at the end of the procedure, cardiac dysfunction due to ischemia was noted. Immediate cardiac catheterization confirmed a foreign matter "the size of a tip of the nail on a small finger" was located inside the lad and this appeared to be causing the infarction. A sample of this material was sent to pathology for examination and the sample was determined to be bioglue. The surgeon stated "a sufficient amount" of gauze "that went half way down to the left ventricle" was used in the true lumen to prevent the migration of bioglue and that the lv pump was turned down when applying bioglue to the suture lines. The surgeon was reminded to be cautious of excessive lv suction and bioglue entering from re-entry sites. As such, an investigation was performed. Cryolife was unable to obtain a lot number for the bioglue used; therefore, a manufacturing review could not be performed. It is known that use of the lv pump during application and polymerization of bioglue may cause bioglue to be drawn through the suture holes. There are statements within the bioglue instructions for use (IFU) that are intended to prevent such incidences. Specifically, the bioglue IFU states the following: "to prevent the entrance of bioglue into the cardiovascular system, avoid any negative pressure during application and polymerization of bioglue. For example, left ventricular vents should be turned off prior to the application of bioglue. There have been reports of bioglue being suctioned into the aorta and impeding heart valve function when used in conjunction with an active left ventricular vent." This precaution also exists in the (B)(4) translated bioglue IFU provided by the distributor. The surgeon has been reminded to be cautious of the lv suction and bioglue entering from re-entry sites. No further action is required at this time.

Event description:
Bioglue was used in an aortic dissection case for ascending aortic replacement. Bioglue was applied for obliteration of the false lumen and to the suture lines at both the proximal and distal anastomosis. Excellent hemostasis and false lumen obliteration was achieved; however, at the end of the procedure cardiac dysfunction due to ischemia was noted. Immediate cardiac catheterization confirmed a foreign matter "the size of a tip of the nail on a small finger" was located inside the lad and this appeared to be causing the infarction. A sample of this material was sent to pathology for examination and the sample was determined to be bioglue. The surgeon stated "a sufficient amount" of gauze "that went half way down to the left ventricle" was used in the true lumen to prevent the migration of bioglue and that the lv pump was turned down when applying bioglue to the suture lines. The surgeon was reminded to be cautious of excessive lv suction and bioglue entering from re-entry sites.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used in an elective aortic dissection case for ascending aortic replacement. Bioglue was applied for obliteration of the false lumen and to the suture lines at both proximal and distal repairs. Excellent hemostasis and false lumen obliteration were achieved; however, at the end of the procedure, cardiac dysfunction due to ischemia was noted. Immediate cardiac catheterization confirmed a foreign matter "the size of a tip of the nail on a small finger" was located inside the lad and this appeared to be causing the infarction. The foreign matter was analyzed by the lab and confirmed to be bioglue. At the time of follow up on (B)(6) 2011, the patient was still hospitalized with iabp and catecholamine administered. At the follow up interview on (B)(6) , the surgeon stated "a sufficient amount" of gauze "that went half way down to the left ventricle" was used in the true lumen to prevent the migration of bioglue and that the lv pump was turned down when applying bioglue to the suture lines. Case report "bioglue coronary embolism during open heart surgery" was published in the journal of cardiology cases; it has been confirmed this is the same as the reported event from 2011. The case report describes a patient who developed acute myocardial infarction resulting in shock due to bioglue-induced coronary embolism during the surgical repair of aortic dissection and was treated for retrieval of the material using a thrombectomy catheter. A records review was performed for possible lot numbers provided by the distributor. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information from the initial reported event and the additional information from the publication. A potential root cause is that bioglue was suctioned into the vessel. This could occur if the left ventricular (lv) vent was not turned off. The surgeon stated that the "lv pump was turned down," but it is unclear to what degree the surgeon turned the lv vent down (i.e., completely off or simply "down" to some level). The vent must be completely off to ensure that bioglue is not suctioned into the vessel. It is also possible that the true lumen was not protected well enough with the sterile gauze and bioglue inadvertently entered the true lumen. In addition, the coronary sinuses may not have been adequately protected. Adequate warnings and precautions regarding the lv pump and against allowing bioglue to enter the true lumen of a vessel are provided in the instructions for use.

Event description:
According to the report, bioglue was used in an elective aortic dissection case for ascending aortic replacement. Bioglue was applied for obliteration of the false lumen and to the suture lines at both proximal and distal repairs. Excellent hemostasis and false lumen obliteration were achieved; however, at the end of the procedure, cardiac dysfunction due to ischemia was noted. Immediate cardiac catheterization confirmed a foreign matter "the size of a tip of the nail on a small finger" was located inside the lad and this appeared to be causing the infarction. The foreign matter was analyzed by the lab and confirmed to be bioglue. At the time of follow up on (B)(6) 2011, the patient was still hospitalized with iabp and catecholamine administered. At the follow up interview on (B)(6) 2011, the surgeon stated "a sufficient amount" of gauze "that went half way down to the left ventricle" was used in the true lumen to prevent the migration of bioglue and that the lv pump was turned down when applying bioglue to the suture lines. Additional information: case report "bioglue coronary embolism during open heart surgery" was published in the journal of cardiology cases; it has been confirmed this is the same as the reported event from 2011. The case report describes a patient who developed acute myocardial infarction resulting in shock due to bioglue-induced coronary embolism during the surgical repair of aortic dissection and was treated for retrieval of the material using a thrombectomy catheter.